Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. Patient reported insr won't connect to ins, poor communication and that she can't get any stim out of this thing. Caller stated that the battery is full. Ins was not working properly, it was not stimulating. Troubleshooting was attempted over the phone. Patient was asked to connect insr to ins and caller confirmed reposition antenna screen and notes this was what she has been seeing on insr/this is the issue. Patient had repositioned antenna everywhere around ins site. Caller did not remember when was the last time they were able to successfully charge the device but stated they think it hasn't been that long ago. Caller did not think it's been more than a month but could not recall last recharge date. Patient did not normally use the programmer so patient was asked to get some aaa batteries to put in the pp. Caller mentioned she couldn't open battery compartment, it turned out patient was not trying to open pp compartment at all. Caller never tried using pp during the call or reported anything on pp screen; she simply said she doesn't use the remote because it's too hard for her to use. Caller declined trying to do anything with pp. Patient was redirected to follow up with their hcp to check ins and to bring pp and insr to the appointment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the neurostimulator (ins) not working properly, not stimulating and no communication was that she was without stimulation. The patient reported that she contacted her physician. The patient reported that she was using it and didn¿t feel any stimulation. No further complications were reported.